Manufacturer narrative:
The reported solero unit (serial number (B)(6)) has been returned evaluation. Functional testing: - error 209 could not be duplicated and is likely related to probes used during the procedure. - high reflected power (hrp) could be duplicated under controlled setting but the hrp event during the procedure was likely related to probes used. - no malfunction of the solid state generator (ssg) was observed, i.e. Power ramps were not erratic, no meaningful power overshoot and the steady state performance was well-controlled and bounded. - the real power output ran a little high and the displayed power output ran a little low, indicating unit needs calibration. The reported complaint description of high reflected power and error 209 could not be confirmed during generator evaluation. The solero applicators used during the procedure are potential root causes for these error messages observed during the procedure. Complaint files (B)(4) were opened for the associated probes. The investigation of the probes confirmed the potential root cause of the hrp error and error 209 code . The evaluation of the solero generator unit confirmed ,with external power meter, that the wattage output was higher as compared to displayed power; this indicates unit may need calibration. No unit malfunction regarding the solid state generator (ssg) component. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: 6.2.5 high reflected power. The system will display a warning when the reflected power exceeds a preset threshold as shown and abort the ablation. If this occurs, microwave energy is unable to be effectively transferred from the applicator tip into the targeted tissue due to desiccation. Further progress is blocked until the warning is acknowledged. If a "high reflected power" condition is indicated, several sources are possible and warning message will be displayed as shown. The following are several possible sources leading to the "high reflected power" condition: the applicators active region may not be fully inserted into the tissue or a transient gas pocket may have formed around the applicator tip. Adjust the positioning of the applicator. Adjust time as necessary. Press start/stop button to restart the ablation. Connection to the generator may have been lost. Check the connection to the generator. Adjust time as necessary. Press the start/stop button to restart the ablation. The applicator may be defective. Replace the applicator with a new one. If the problem persists, contact angiodynamics inc. For technical support." 6.3 errors. Errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. Coolant temperature >52°c (system error 209): the system will display an error when the applicator temperature sensor detects the coolant to be hotter than 52 °c as shown. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A consultant radiologist reported several issues that occurred during an open intra-operative ablation case. The case was on a patient with 5 colorectal metastases, 3 of them were going to be ablated and the other 2 were for surgical resection. It was reported that the probes were not tested prior to placement and activation. The first lesion was successfully ablated; however, after positioning the same 19cm applicator into the second lesion, a "high reflective power" error message occurred. The operator was attempting to perform a 140w ablation for 4 minutes; however, the machine seemed to try to reset to 200w, upon pressing the start button. This was reattempted with the same needle, at a different wattage and time for a similar size ablation, but the error persisted. The operator then chose to switch to a 29cm applicator, using the same bag of coolant; however, the following error message occurred: "system error 209. Coolant >52 degrees, replace coolant, wait 2 minutes and re-start system." The bag of coolant was replaced and the second lesion was ablated. The 29cm applicator was positioned into the patient's third lesion. At this time, another "high reflective power" error message occurred so a switch back to the 19cm applicator was made and the ablation was performed successfully. The patient was under a general anesthetic for greater than 30 minutes, with an open abdomen, throughout the error messages and swapping applicators which added significantly to the length of the case. The patient's liver also had to be punctured repeatedly with each needle swap. The probes were disposed of, however the complainant reported that there was nothing visually wrong with them. There was no report of permanent patient harm or injury, however, this event meets the criteria a reportable adverse event; patient safety risk due to unnecessary sedation due to prolonged procedure. It was indicated the reported solero uit is available for return to the manufacturer for an evaluation. This event meets the criteria of a reportable adverse event as the procedure was prolonged greater than 30 minutes; potential patient safety risk due to prolonged anesthesia.